Event description:
I had the essure product implanted in my fallopian tube. Since (B)(6) 2013, I have had pain where implanted, cramping scale of 1-10 (7 or 8), back pain and headaches. I have seen my gynecologist and have seen 2 different ones for a second and third opinion. Since getting the essure implanted, I have had nothing but pain, stabbing pain in my left side and cramping every day. I just want this out so I can be myself again with no more pain. I suffer every day where the device was implanted. Permanent birth control was supposed to be a sterilization device. Quantity (for example, 2 pills, 2 puffs, or 1 teaspoon, etc.): 1 coil.